Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used. Review of the event history log (ehl) showed multiple downstream occlusion alarms. A visual inspection was performed and the reported issue was not duplicated; however, a degraded dso sensor was confirmed. The probable cause of the reported issue was the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion error. The pump was switch out and caused a delayed in therapy. No adverse patient effects were reported by the customer.